Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a rapid decrease in blood glucose from 209 mg/dl to 46 mg/dl after a usual lunch meal announcement while using the ilet system, with treatment using oral glucose and multiple glucose tablets and concurrent fingerstick and cgm readings that differed. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention and a potential for serious injury or illness due to low glucose. Investigation included communication with the user and spouse and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.